Manufacturer narrative:
Abstract: vagus nerve stimulation (vns) in children with refractory secondary generalized or multifocal epilepsy who were not candidates for cortical resection. Authors: meire argentoni-baldochi, c. Forster, c. Baise, c. Cukiert, v. Mello, a. Cukiert, j. Burattini, and p. Mariani. Journal: epilepsia 0 suppl. 0 (abst. 2.272), 2010.

Event description:
An abstract article was rec'd called vagus nerve stimulation (vns) in children with refractory secondary generalized or multifocal epilepsy who were not candidates for cortical resection. It was reported that one child developed stimulation-related parkinsonism and their vns was discontinued despite a dramatic decrease in seizure frequency (80%) during therapy. Good faith attempts are underway for further details in regards to the reported event.